Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 321 mg/dl, 388 mg/dl, 188 mg/dl, 173 mg/dl, 193 mg/dl, 201 mg/dl, and 187 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.